Event description:
It was reported the pt underwent replacement of their intrathecal drug delivery device due to suspected battery depletion. No specific pt symptoms were reported. The drug used in the pump was not reported. The patient recovered without sequela following device replacement.

Manufacturer narrative:
Final device analysis results revealed: the pump functioned normally. No anomaly was found. The catheter had a compressed area 14.3 cm from the distal tip. This compression could have impeded flow through the catheter. Result code - used for catheter.